Event description:
Allergan received a report that a female patient was treated on (B)(6) 2019 with coolsculpting to the bra roll (bilateral), upper abdomen, mid abdomen and lower abdomen using cooladvantage and coolcurve+ contour applicators. The patient was diagnosed with paradoxical hyperplasia (ph) on (B)(6) 2019 in mid & lower abdomen, "bra roll" back fat pads. Ph was described as firm, indurated subcutaneous adipose tissue.

Event description:
Allergan received a report that a female patient was treated on (B)(6) 2019 with coolsculpting to the bra roll (bilateral), upper abdomen, mid abdomen and lower abdomen using cooladvantage and coolcurve+ contour applicators. The patient was diagnosed with paradoxical hyperplasia (ph) on (B)(6) 2019 in mid & lower abdomen, "bra roll" back fat pads. Ph was described as firm, indurated subcutaneous adipose tissue.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.